Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose and insulin flow block alarm. Blood glucose level at the time of the incident was 600 mg/dl which was treated with bolus. Customer reported that alarm did not occur during fill tubing. It was unknown whether the auto mode used or not. Customer reported that event was resolved by changing complete set. The insulin pump will be replaced, and customer did not agreed to return the product for analysis.